Event description:
It was reported there was an over fusion of magnesium. The volume to be infused was 50ml over (15) fifteen minutes; however, the 50 ml magnesium infused over (3-5) three to five minutes. The infusion was programmed manually as a "stat" medication using the guardrail drug library. In addition, a bolus of normal saline was administered "not on a pump". There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was an over fusion of magnesium. The volume to be infused was 50ml over (15) fifteen minutes; however, the 50 ml magnesium infused over (3-5) three to five minutes. The infusion was programmed manually as a "stat" medication using the guardrail drug library. In addition, a bolus of normal saline was administered "not on a pump". There was patient involvement, but no harm.